Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported mr is a cascading event of the clip opening while locked. The reported patient effect of mr, as listed in the mitraclip instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: clip opening while locked after transcatheter edge-to-edge mitral valve repair with different onset times: a case series.

Event description:
The article "clip opening while locked after transcatheter edge-to-edge mitral valve repair with different onset times: a case series" was reviewed. The article presented a retrospective single center study, to evaluate transcatheter mitral valve edge-to-edge repair (teer) is now available in many countries and has achieved favorable therapeutic outcomes. However, there have been no reported cases of clip opening while locked (cowl) during the acute phase using the mitraclip g4 system (abbott, abbott park, illinois, USA). Devices mentioned include mitraclip. The article concluded that although the incidence of cowl is low, it can occur during the acute phase following teer. Cowl should be considered one of the differential diagnoses when an exacerbation of mr is observed, even immediately after teer. [The primary author and corresponding author was kazuki mizutani at kindai university faculty of medicine institution.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿clip opening while locked after transcatheter edge-to-edge mitral valve repair with different onset times: a case series".